Event description:
The reporter contacted animas on (B)(6) 2014 alleging air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with polyuria and polydipsia. Customer support (cs) reviewed cartridge filling technique and the patient was not using the correct filling technique for the cartridge. This report is being made due to the bg excursion the patient experienced due to the patient not using correct cartridge filling technique.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using correct cartridge filling technique).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.